Event description:
A customer observed biased tsh qc results. Biased results of the magnitude observed might lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: datalogger analysis indicated that, at the time of the events, all intellicheck parameters were within acceptable limits and no instrument malfunction was identified. No other qc fluids or analytes were affected. The cause of the event is unk.